Event description:
Report received of a non-delivery of an unspecified antibiotic. The pt was receiving an unspecified antibiotic into a cvp line being delivered via the primary line. The customer contact reports that the nurse programmed the pump to deliver the antibiotic as a primary at 100ml/hour with a volume of 50ml and started the infusion. The nurse reported that she saw drips in the drip chamber and then left the room. The nurse reportedly returned to the room approximately 20 minutes later to find the pump had not delivered the fluid and blood was backed up to the first y-port in the IV tubing. According to the customer contact, the nurse re-programmed the pump to deliver the antibiotic, and the infusion ran in without event. The customer contact states that the tubing was not adjusted or moved. There was no reported adverse pt event.